Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately after eight years post deployment, the patient experienced leg swelling. Cta pe demonstrated an extensive filling defects in the right central as well as segmental pulmonary arteries which was compatible with pulmonary emboli and there was a probable filling defects in the bilateral superficial femoral veins. Approximately after twelve years post deployment, CT abdomen demonstrated tip of the ivc filter was directed anterolaterally which abuts the wall of the inferior vena cava and several struts of the ivc filter project beyond the lumen of the ivc along its medial aspect. Therefore, the investigation is confirmed for filter tilt and perforation of the ivc. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter tilted, perforated the vena cava wall and mesentery, and further caused to post-thrombotic syndrome. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient experienced pulmonary embolism post filter implant. The current status of the patient is unknown.